Event description:
Patient had a parastomal hernia repair with mesh insertion. Patient returned to surgery 6 days later due to the disintegration of the mesh with failure.====================== manufacturer response for bard xenmatrix surgical graft, bard (per site reporter)======================wanted return of defective mesh sent back to them once authorization was given by patient.